Event description:
It was reported that the affected infinity acs workstation nc stopped during ventilation of high frequency. The device alarmed. No patient health consequences have been reported. Since no logbook is available, it cannot be ruled out that the device has rebooted during use. In case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation conditions.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the affected infinity acs workstation nc stopped during ventilation of high frequency. The device alarmed. No patient health consequences have been reported. Since no logbook is available, it cannot be ruled out that the device has rebooted during use. In case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation conditions.

Manufacturer narrative:
The available information such as service report and the reported event form the basis of the investigation. The logbook of the affected infinity acs workstation nc with serial no. (B)(6) was later available. The device was also examined onsite via a dräger service technician. The log file analysis revealed a faulty m16.2 therapy control board and the cf card at the reported time which confirmed the reported event. The error message (0769.32931, splash screen) appears when the cockpit has carried out several unsuccessful restarts in a short period of time because it has detected a deviation in the process. The ventilation unit performed a reboot - triggered by the safety software in response to a detected alive flag failure of a software task. During the reboot, errors relating to the cf card were logged. The replacement of the m16.2 and cf card incl. A software reinstallation is the correct measure. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects an internal failure concerning the ventilator, a local restart of the ventilation unit would be triggered. If the device stops ventilation, the emergency-breathing valve would open to ambient allowing for spontaneous breathing. Audible alarms would be posted to inform the user about the problem. If the ventilation unit could not be successfully reset within the first 8 seconds, a further reset would be triggered. After three ineffective reboots, the system would be automatically switched off with accompanying alarms. The emergency-breathing valve remains opened allowing for spontaneous breathing. The device behaved and alarmed as specified and has already been repaired and tested according to manufacturer specs without further deviations. The field failure rate is tracked and be within accepted range assessed by workstation critical care project group. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.